Event description:
After implantation of the device following craniotomy for tumor resection, the physician observed cerebrospinal fluid leakage. The device was removed and replaced with a different product that the facility had available. No delay in surgery was reported.